Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 9 months post implant of this 21mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 23mm transcatheter valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe aortic insufficiency and moderate aortic stenosis with a mean gradient of 25.0 mmhg and a peak gradient of 47.6 mmhg. If information is provided in the future, a supplemental report will be issued.